Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to an unknown reason. Additional information was received confirming that the system explant was performed by the hospital with no representative present. No additional adverse patient effects were reported.